Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they noticed their cystitis symptoms were stronger, they mentioned they were having some burning when urinating and going to the bathroom frequently because they're not emptying their bladder completely. Even though they've noticed some improvement after they got the device implanted. Redirected to doctor to further address issue. Patient mentioned they saw their doctor last monday and they only checked their incision site, ordered some urine test and told them to follow up with them in 3 months and redirected them to manufacturer representative (rep) to get further programming guidance. Patient mentioned they spoke to someone and they had them increase intensity but symptoms haven't improved so far and they were told they may have to get an MRI if they don't notice any improvement. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call and increased stimulation intensity to a comfortable level in their bicycle seat area. They will maintain stimulation level and will continue to track symptoms. Redirected to healthcare provider (hcp) if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.